Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported a blower issue. The manufacturer¿s field service engineer (fse) confirmed the reported blower issue. During investigation, the sst (self test) and est (extended self test )failed. The problem was the exaltation flow sensor. The error code was in reference to the heated filter back pressure out of range. There was no patient involvement. The fse replaced the exaltation flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.